Event description:
This rv lead was implanted on (B)(6) 2016 and remains implanted as of this time. A call was placed to technical services on 03/10/2017 stating that this lead was seeing odd appearance on presenting egm, and some noise at the beginning of egm. Discussed trying to recreate noise. Noted that previous presenting in (B)(6) looked like this as well. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).